Manufacturer narrative:
Per rep (2008) unit will be returned to caire for further investigation. Once unit is returned, a follow up report will be submitted. Note: this incident was not reported to the FDA in 2007 because it did not meet the reporting criteria per our understanding of FDA guidelines. However, as a result of a recent FDA audit, we have been requested to submit this incident report as the FDA auditor believes that this was a reportable incident.

Event description:
Per rep, branch manager for facility, "filled portable, gave it to patient & cold o2 went into nostrills. Patient screamed & flow was turned off by nursing home staff. Patient got frostbite injuries". "Patient got some burns. Patient was taken to hospital. Patient was returned to nursing home same evening.